Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the image noise is due to deformation of plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.